Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt an intermittent shocking sensation. Contributing factors were unknown. The device was going to be turned down by the physician however, the patient stated the shocking stopped. The patient was to be sent for x-ray of the device/leads. The issue was resolved at the time of the report. No further patient complications were reported as a result of this event.